Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery. The customer¿s current blood glucose level was 115 mg/dl. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was reported that the insulin pump was on auto mode. The customer was using the insulin pump when low blood glucose event was reported. The insulin pump will be returned for analysis.